Event description:
The reporter stated that the pt was in surgery for gynecologic reasons. The pt was prepped and IV was started for administration of anesthesia. The surgery and IV infusion were successful. The pt was quite without active movement. When the pt awoke, the catheter was discontinued and during this procedure, the nurse found that 3cm were missing from the catheter. Immediately the nurse used a tourniquet above the IV site and an x-ray was performed to determined the catheters position. The catheter's position was confirmed by x-ray. The catheter was surgically removed. On (B)(6) 2013, the pt was discharged from the hospital. No further info is available.

Manufacturer narrative:
No sample was received for eval. However, photos were received and are pending eval.